Manufacturer narrative:
Additional information was received on 06/04/2025, and section h10 should be reported as: the manufacturer received information from customer in reference to a ds2adv auto CPAP with an allegation of respiratory tract irritation and inflammatory response. There was no report of serious injury or harm. There is no medical intervention was specified. The manufacturer was made aware of this complaint through a representative of the customer. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed. In box h evaluation method code grid, evaluation results code grid and conclusion code grid were updated in this report.

Event description:
The manufacturer received information from uno legal litigation in reference to a (B)(4) auto CPAP with an allegation of respiratory tract irritation and inflammatory response. This device is not part of the recall. No additional information can be requested at this time. The manufacturer was made aware of this complaint through a representative of the customer. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.